Event description:
It was reported that device became backup vvi during the normal replacement operation. An electric knife was used to stop bleeding from the incision line when replacing the device. The electric knife does not hit the main body directly, but it seems that the electric knife is the cause for the backup vvi. There were no adverse consequences to the patient. Device will not be returned.